Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced occlusion event at the site. The infusion set was in use for more than 48 hours. No further information available.